Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3h2546y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3h2546y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3h2546y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy procedure, while stapling the stomach, the device locked on tissue; the surgeon was unable to return the device into the starting position after cutting the tissue. The surgeon cut away the obstructed tissue and sutured the tissue with thread. It was noted that the device was difficult to unload. Two more reloads were used with the same handle, but the same issues occurred. The surgeon then used a new handle to resolve the issue.